Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated large forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a stomach biopsy, the physician used a cook captura serrated large forceps - no spike. Two biopsies were obtained. Bleeding occurred at the biopsy site. A section of the device did not remain inside the pt's body. The pt required emergency esophagogastroduodenoscopy (egd) to perform hemostasis at the biopsy site.